Event description:
It was reported the patient's blood glucose level (bg) rose to 400 mg/dl while wearing the pod between 25 and 36 hours. The pod reportedly fell off the infusion site (arm) after swimming, causing the cannula to dislodge. As treatment, a new pod was successfully applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
A product information update was provided with the lot and serial number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to ph1k08312321. Expiration date changed from unavailable to 2/28/2025. Unique identifier (UDI) # changed from (B)(4) to (B)(4). Correction to h(4): device mfg date changed from unavailable to 8/31/2023.